Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reported the personal diabetes manager (pdm) would not turn on and the patient was unable to use the pdm to deliver treatment. The patient administered a manual insulin injection and injected more insulin than needed. The patient was hospitalized and received glucose injection for treatment. The patient was discharged after 24 hours.